Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: after deployment of 18f manta physician noticed that the access site was still bleeding. He proceeded to hold manual pressure for 10min. When the bleeding didn't stop, he proceeded to go over the bifurcation with a guide wire and long sheath to take a picture. Physician then inflated a 10x40mm balloon and proceeded to take another picture and noticed that the manta foot plate was now in the distal sfa. He decided to stent the distal sfa with 9x17 stent and the access site with a 11mm x 29mm balloon expandable stent. Additional information on 13jun2022: based on the films the doctor concluded that the foot plate came off. The doctor did try to tamp several times. Additional information/clarification received 23jun2022: "physician decided to stent the distal sfa with 9x17 stent and the access site with 11mm x 29mm balloon expandable stent" the physician felt he successfully pinned the footplate against the vessel wall. The physician took a picture and stated he saw the footplate at the stented location. The physician pinned the footplate against the vessel wall. Access site was stented for bleeding and possible dissection. "The physician did try to tamp several times. "Tamping down was related to the blue tube during manta deployment. The physician tamped several times including the blue tube.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted, reviewed by the investigative team, and indicate a possible dissection remediated with ballooning and stents. The device lot history record review indicated no non-conformities reported related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery (cfa). Prior to deployment activated clotting time (act) was 285, no protamine was administered. A central positioned access was gained utilizing micropuncture and ultrasound. The arteriotomy was 7mm, with moderate calcification, posterior circumferential wall calcification, and a depth measurement of 6cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, bleeding was exiting from the access site. Manual pressure was applied for ten minutes, however, unsuccessful in stopping the bleed. The physician ran a wire and sheath over the bifurcation to take an angiogram. The physician then applied balloon inflations and proceeded to take another angiogram and noticed the manta anchor was now located in the distal superficial femoral artery (sfa). The physician chose to place a stent in the distal sfa to pin the anchor against the vessel wall; and a balloon stent at the access site to address the bleeding and a possible dissection. Dissections are a common large bore procedural complication; and cannot be determined if the dissection occurred prior to or during the manta deployment. It was later mentioned, during the deployment procedure the physician tried tamping several times in addition to also tamping the blue lock advancement tube several times. Therefore, the root cause of the extended hemostasis requiring stenting is likely due to the additional tamping causing the anchor to dislodge from its proper position and traveled into the sfa. Procedure requirements in the IFU state activated clotting time (act) should be below 250 seconds prior to closure. Procedure preparation states to confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding. Step 5 of deploying device and sealing the puncture: if pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis.